Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt arrived at the hospital with brownish colored urine. The pt was admitted into the hospital and power spikes were noted. Heparin was administered due to suspected thrombus. Waveforms and log files reviewed by the manufacturer confirmed the elevated power spikes. The following morning, the pt started showing clear signs of heart failure and the power spikes were increasing. A decision was made for a pump exchange. While the pt was in the operating room for the exchange, the watts increased dramatically and the pump stopped abruptly. A pump exchange from one lvad to another lvad was completed.

Manufacturer narrative:
The manufacturer has received the device and is in the process of completing the investigation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.